Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the locking knob of the a1059 mayfield modified skull clamp was loose and wiggles. There was no known patient involvement or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4) the complaint device was returned for evaluation. No device history record (DHR) was possible as no serial number was provided. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed from the evaluation. The locking knob was loose and wiggles. The observed condition is likely caused by wear and tear of the device. The definite root cause cannot be reliably determined. The unit is obsolete or outdated and needs to be replaced. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward